Event description:
It was reported, posiflush, foreign matter the following information was provided by the initial reporter: "we had a safety event where a piece of plastic was found inside a saline syringe. We removed all stock of that lot from the site. 0.9% sodium chloride 10 ml flush had a piece of plastic in the saline syringe. Lot number: 6075566 ref number: 306547" additional information: no harm to patient. Injection stopped at 4 ml and noticed the plastic piece inside.

Manufacturer narrative:
B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. G.4. Additional 510k : k161552.